Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of noise which stored inappropriate ventricular tachycardia (vt) episodes. The impedance measurement was stable at that time. Over ten and a half years later during an interrogation prior to a change out procedure for normal battery depletion oversensing of noise was still observed. However the impedance measurement had decreased at 240 to 250 ohms. The rwave amplitude was also noted to have decreased. During the explant procedure for normal battery depletion, the physician opted to keep the rv lead implanted. The impedance measurement with the newly implanted pacemaker was 200 ohms. The rv lead was also tested on a pacing system analyzer (psa) and yield the same low impedance readings of 210 to 200 ohms. The physician believed the lead to be functioning fine as there were no indications of an issue when the lead was viewed under fluoroscopy. Thus the physician decided to continue to use the existing chronic rv lead and will continue to monitor the patient. No adverse patient effects were reported.